Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the event has not been determined because the doctor has not examined the patient and therefore, actions/interventions will be determined after the patient is examined. The resolution of the event has not been confirmed.

Event description:
It was reported that the impedance was measured because the patient complained that the tremor symptoms had become stronger. The unipolar impedance value was high (6,000 ohms, so the stimulation setting was changed from monopolar to bipolar, and the symptom was alleviated. It was measured at output 3.0v. Device settings > amplitude (v): 2.8 pulse width (us)): 120 impedance (ohm): 6,100-8,300 rate (hz/pps): 130 polarity (uni or bi): unipolar electrode# for anode: case electrode# for cathode: 2 usage (hrs/day): 24. Environmental factors that may have led to the issue include fluid influx into the connection region, thinning of skin at the ins implantation site. The impedance was higher in monopolar than bipolar, so it was considered a problem on the ins side rather than the lead, so the possibility of thinning of the skin at the ins implantation site was confirmed. The physician has not checked the wound, so it will be checked at a later date. Interventions/actions taken include changing to bipolar setting and improved tremor symptoms (+1/3, -2, 4.5 v, 120 ¿s, 130 hz). The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# v592319, implanted: (B)(6) 2011, product type: lead. Product ID: 748251, serial# unknown, implanted: (B)(6) 2011, product type: extension. Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: 19-nov-2014, UDI#: (B)(4); product ID: 748251, serial/lot #: unknown, ubd: 19-nov-2014. If information is provided in the future, a supplemental report will be issued.